Event description:
It was reported that the right atrial lead exhibited loss of capture, high pacing thresholds and high impedance. The lead had dislodged as a result of twiddlers syndrome. The lead was explanted and replaced. There were no adverse events before, during or post procedure and the patient was well.